Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide update to b3 and h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 03/26/2026.

Event description:
It was observed that during the device evaluation, the adhesive joint of the objective lens of the flex deflectable videoscope has peeled off and become loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The presumed cause is reasonably inferred from available information indicating stress-related factors such as component damage or degradation, electrical issues, ambient temperature issues, or maintenance issues. The most likely cause of this complaint is anticipated to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.